Event description:
During a prophylactic generator replacement on (B)(6) 2015, high impedance was observed with the old lead and generator on multiple system diagnostics tests. The surgeon noticed an area in the lead where a lead discontinuation was suspected. Both generator and lead were replaced as a result. The explanted products were not returned to the manufacturer due to the hospital policy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of the available programming and diagnostic history.